Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the imaging catheter fracture occurred. The 90% stenosed, 22mm in length target lesion was located in the moderately tortuous and moderately calcified and 3.5mm in vessel diameter left anterior descending (lad) artery . During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, the opticross¿ was fractured. The device was completely removed along with the guide catheter. The opticross¿ imaging catheter was then replaced with another of the same device and the procedure was completed. No patient complications were reported and patient condition was stable.

Manufacturer narrative:
Updated: device avail. For eval?, returned to MFR. On, device returned to MFR.?, device evaluated by MFR.?, eval summary, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues were found, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the imaging catheter fracture occurred. The 90% stenosed, 22mm in length target lesion was located in the moderately tortuous and moderately calcified and 3.5mm in vessel diameter left anterior descending (lad) artery . During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, the opticross¿ was fractured. The device was completely removed along with the guide catheter. The opticross¿ imaging catheter was then replaced with another of the same device and the procedure was completed. No patient complications were reported and patient condition was stable.